Event description:
The dental implant fx4010swc was removed on (B)(6) 2018 due to loss of osseointegration 1 year and 1 month after implantation. The doctor noted bone resorption during explantation. The patient required bone augmentation for the surgery. The patient has history of bruxism and diabetes. The patient has recovered without complications.